Event description:
Reported problem of free flow, found when pt returned to 4s dept from radiology. A 500cc bag of heparin was infusing at 19ml/hr. The pump beeped and stopped infusing. The bag was found empty in approx one hour. No pt injury resulted.